Event description:
It was reported that this patient presented to the emergency room (ER). No patient symptoms were reported. Review of the device data indicated that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing of the respiratory rate trend (rrt) sensor on the right atrial (ra) channel. Also, the ra impedance trend exhibited intermittent high out-of-range pace impedance measurements greater than 3000 ohms. The ra lead is not a boston scientific product. Boston scientific technical services (ts) discussed programming off the rrt sensor with the ER physician and recommended that the patient should follow up with their device following physician for further review and possible programming optimization. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The investigation also determined that this device also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the devices spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient presented to the emergency room (ER). No patient symptoms were reported. Review of the device data indicated that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing of the respiratory rate trend (rrt) sensor on the right atrial (ra) channel. Also, the ra impedance trend exhibited intermittent high out-of-range pace impedance measurements greater than 3000 ohms. The ra lead is not a boston scientific product. Boston scientific technical services (ts) discussed programming off the rrt sensor with the ER physician and recommended that the patient should follow up with their device following physician for further review and possible programming optimization. The products remain in-service. No patient symptoms or adverse patient effects were reported.